Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the surgery delayed due to issue? No further information is available. What was used to complete the procedure? No further information is available. Was the surgery completed successfully? No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot pem228, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a barbed suture was used. During the procedure, the fixation tube on the suture broke. There were no adverse patient consequences reported. No additional information could be provided.